Event description:
It was reported large volume pump (lvp) had dim segments and needed to be replaced. There were no patient involvement.

Manufacturer narrative:
The reported issue of dim segments was confirmed. The customer returned 12 lvp display board assemblies (p/n tc10004754) in individual esd bags. Visual inspection of each board was performed, and no damage, corrosion, or cold solder was observed. The returned display board assemblies were tested to determine dim or missing segments. Test results identified 12 out of 12 returned lvp display board assemblies with dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 18-aug-2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 19-nov-2020 and indicated that this device has not been previously returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only an lvp display board assembly was provided for investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported large volume pump (lvp) had dim segments and needed to be replaced. There were no patient involvement.